Event description:
A facility crew applied the device to their pt. As the crew attempted to perform an synchronized cardioversion the device allegedly failed to deliver the shock. The pt was admitted to hosp in unstable condition. There was no report of adverse pt affects associated with the use.